Manufacturer narrative:
The device was manufactured august 24, 2017 - august 25, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion of medication occurred while using a small volume folfusor. The infusion of an unspecified mediation to a patient finished eight hours in advance with respect to the expected end time. There was no patient injury or medical intervention associated with this event. No additional information is available.